Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, a valve in valve procedure was performed to resolve moderate paravalvular leak. Per the report, the annulus was measured to be 21 mm on echocardiography (tee) and a 23mm sapien valve was prepped, positioned as recommended and implanted 50:50 in the aortic annulus. Post tee revealed moderate pvl and a second valve was implanted. Post valve in valve a tee and angiogram were performed and showed no pvl and mild central leak. The patient was stable at the end of the procedure.

Manufacturer narrative:
It was reported that the image intensifier angle was good. Any movement of the first valve during deployment cannot be confirmed. There was no canting of the valve and the final position of the first valve was noted to be 50:50 within the annulus. The ejection fraction was noted to be 50%. The tee image showed minimal calcification on the annulus. Cine and echo are not available for review from the site. Per the training guide, for the edwards sapien thv via transfemoral approach with retroflex 3 delivery system, factors to consider during positioning of the bioprosthesis are injection of contrast through the supra-aortic pig tail catheter, use of different fluoroscopic views to view valvular calcification, and aortogram during rapid pacing. Also axial placement of valve in annulus should be between 50% and 60% of thv in ventricle. During deployment of bioprosthesis balloon inflation is held for at least 3 seconds with pacing capture. Some paravalvular leak is expected post deployment and the central leak typically improves within 24 hours. Repeat balloon expansion, with no additional volume added to the syringe, is recommended if pvl is severe. Without imaging, the exact cause for the reported event cannot be confirmed however, it was likely a combination of patient and / or technical factors that contributed to the event. There was no report of device malfunction. Physicians undergo extensive training in order to perform thv procedures. Training includes patient screening, device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician training manuals instruct the physician on the proper steps and techniques for successful valve deployment and warn regarding factors that can contribute to this type of event. No further actions are required at this time.